Event description:
Boston scientific reported that this lead migrated to underneath the armpit. Impedances and thresholds are stable. Noise shows up on both channels when in bipolar. The physician programmed the patient to doo.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 13 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, approx. 11.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as the generator. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation were detected which resulted most likely from the explantation procedure. Blood penetrated the lead. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.